Manufacturer narrative:
This device was returned to boston scientific's quality assurance laboratory and underwent detailed analysis. Visual observations noted electrocautery marks were noted on the device case. The device memory revealed one device reset occurred at or post explant of this device. The device further passed all manual electrical measurements and paced and sensed normally during testing. Further, the device longevity was calculated 1.2 years longer nominal once the sensors were turned off, which would occur at the elective replacement indicator (eri) time. This might explain the continued service life while implanted. The field allegations were not confirmed through analysis as the device met specification through analysis.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol) over 34 months prior. This patient had not been seen in clinic for over six years. The magnet rate was reported to be 85. This patient did have a history of being 99% paced had been complaining of shortness of breath and syncope. Resolution was requested from the field representative and a return request was also made. The field representatives had not been made aware of this case and had no further information to provide. It was later reported that this device has since been explanted and replaced with a non-boston scientific device. The physician elected to implant a non-boston device as it was able to remotely monitor the patient via their cell phone as this would be compatible with the patient's occupation and living situation. The physician was curious as to why this device was able to pace the patient so long after eol was declared. Also reported was this patient had complete heart block. The product was returned for analysis.